Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level of 400 mg/dl. Customer stated that for some reason the blood glucose went from 190 mg/dl all the way down to 49 mg/dl, the sensor reading took three hours to bring it back got it up to 115 mg/dl that night it went all the way to 400 mg/dl. The insulin pump will not be returned for analysis.